Manufacturer narrative:
(B)(4). The patient was born on an unspecified date in (B)(6). The patient¿s ethnicity was reported as (B)(6). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). On the same day as the event, the patient was treated with cefazolin (2g per day; route not reported) and gentamycin (80 mg per day; route not reported) for peritonitis. Twenty days after the event the cefazolin and gentamycin were discontinued and the patient was discharged from the hospital. Also on this date, the peritonitis event was resolved. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. Treatment was not reported. The cause of the peritonitis was not reported. At the time of this report, the patient remained hospitalized and the outcome of this peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available. This is report 3 of 3 involved in this peritonitis event.